Manufacturer narrative:
This event occurred in (B)(6).

Event description:
The customer received a questionable low elecsys hcg + beta test system result for one patient sample from the cobas 8000 cobas e 602 module. The initial result was negative and was reported outside of the laboratory. No specific result was provided. The physician did not believe the result and the sample was repeated. The result was 876.2 miu/ml. There was no allegation of an adverse event. The reagent lot number and expiration date were requested but were not provided.

Manufacturer narrative:
The investigation did not identify a product problem. The cause of the event could not be determined.